Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the photos provided of the foreign material, it was thought to be a syringe tip; it was further presumed that the syringe tip became broken and remained in the biopsy channel port and the channel during manual cleaning. Therefore, the cause of the suggested phenomenon was presumed to be that the facility staff being less trained in reprocessing and/or device handling in accordance with the instructions for use (IFU). The user can detect foreign material in the biopsy channel before procedure and prevent the suggested event for the following statement of the IFU (operation manual): ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ the IFU specifies about steps of feeding liquid with syringe at ¿feeding liquid through the instrument channel¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The brush could not be inserted softly due to a blocked channel tube due to incorrect or insufficient reprocessing. The angulation in the up direction was out of standards due to a worn angle-wire. There was a crease at the screen due to damage of the charge-coupled device unit. The adhesive part of bending section cover was broken. The distal end, objective lens, and light guide lens were worn. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the syringe tip seemed to be in the suction channel of the gastrointestinal videoscope. The issue was found during reprocessing. No patient harm reported.